Event description:
Medtronic received information regarding a navigation system being used during a functional endoscopic sinus surgery (fess) procedure. It was reported that the system had issues with registration. Troubleshooting was performed. The image used was not to the navigation system protocol all the way and had lousy compression which was not optimal. The back of the head and most of the forehead were not available, so the registration would get below 5.0 millimeters (mm) but the accuracy was still off. The site deleted and reloaded the image. The disc had the autorun file on it, so it could not load the normal way on the customer side. Technical services (ts) noticed that they had a autorun file and some other files along with the digital intercommunication of medicine (dicom) and directory (dir) files. The site was instructed by ts to create a folder on the desktop, on the stealthadmin desktop, and then move it to the opt/mnav/stealthapplication file area. The patient file was then able to load. Ts could see the image was not to protocol all the way and helped the site with registration. The site was directed by ts to do a three point trace. The most successful registration ts was able to get the site to have was a yellow circle of accuracy around most of the area that they will do surgery, and a green circle of accuracy closer to the front of the face (1.8 mm passing accuracy). The site did a three point trace, and ts instructed them to start at the top of the nose, then the left side of the face and then a little bit of the right side. The patient reference frame was on the right side of the forehead in the space where on the 3d model there was no forehead. The site stated that the patients receive their images from a third party and typically do not have any issues. This issue caused a surgical delay of less than one hour. There was no impact on the patient¿s outcome.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9736411, lot number: unknown h3, h6: no products have been returned to medtronic for analysis. Codes b17, c20, and d15 are applicable. H6: code f26: no health consequences or impact is applicable to no impact on the patient's outcome. Code f1908: prolonged surgery is applicable to the surgical delay of less than one hour. Code a0908: incorrect, inadequate or imprecise result or readings is applicable to the inaccurate registration. Code a13: communication or transmission problem is applicable to the patient reference frame was on the right side of the forehead in the space where on the 3d model there was no forehead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.